Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to weak cylinder strength. Saline was added to the device and no components were removed or replaced. A patient outcome of stable was reported.